Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6). Results: a sample or photo was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4304847. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® cpttm glass tubes with blue/black speckled conventional closures are breaking from this lot during centrifugation. No serious injury, blood to mucous membrane exposure or medical intervention was reported.